Manufacturer narrative:
Attempts to clarify whether or not the balloon was on the catheter when it was removed or if it was left in the patient indicated that "when catheter was removed, balloon would not deflate; they tried to deflate it several times with a syringe. The balloon was jagged (tear to pieces) at the removal". When asked what happened to the tip of the catheter the answer was "since the balloon was no longer at the end of the catheter, distal tip was modified". There is no additional information expected. A device history record review was completed and documented that the device met specification upon distribution.

Manufacturer narrative:
One catheter was returned for evaluation without the packaging. The reported defect (balloon does not deflate) could not confirmed because the proximal and distal windings have been pulled off the distal tip of the catheter, and were not returned. The balloon latex was also missing. There is also 1.2cm of the catheter tip broken off and also was not returned. This condition may occur when the pull force of 1.5 lbs as per the instructions for use ( IFU) has been exceeded. Although a defect was confirmed, there was no evidence of a manufacturing defect found during the evaluation. Actions were previously initiated to investigate this type of complaint; no new actions will be taken at this time.

Event description:
The initial complaint stated that the balloon did not deflate. When the product was returned the balloon and the distal tip was missing. Follow up with the reporter indicated that the same device was returned for evaluation and before sending the device, someone from the hospital probably took the balloon off the device and the device was sent without the balloon. Efforts to clarify if they removed the balloon or if the balloon dislodged during use have not returned an answer yet. If sufficient information is received a supplemental report will be submitted. There were no patient complications reported.